Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect component for evaluation.

Event description:
The reported, the vela ventilator was displaying transducer (xdcr) error. The customer attempted to perform calibrations to fix the error but they were unsuccessful. The customer reported no patient involvement or allegation of patient harm.

Manufacturer narrative:
The failure analysis laboratory (fa lab) received and evaluated the suspect component. The device was installed in known good unit and powered into service mode. The fa lab technician reviewed the event log and found transducer (xdcr) faults. The fa lab performed xdcr calibrations and failed the exhalation flow transducer. Fa lab was able to (B)(6) the reported issue by the customer.